Event description:
Healthcare professional reported a left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Later healthcare professional reported ¿capsulloraphy contractor¿, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: observed one opening in the anterior side assessed as surgical damage. Crease flat observed on the device. Observed one opening in the fill channel side assessed as surgical damage.

Event description:
Healthcare professional reported a left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Later healthcare professional reported ¿capsulloraphy contractor¿, baker grade unknown. The device has been explanted and replaced.